Manufacturer narrative:
(B)(4).

Event description:
It was reported that a no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm, which is off-label usage of the device, on 2024-02-17. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the transmitter and app were unable to establish a connection. The probable cause of the signal loss was determined to be the patient closed the mobile app. No injury or medical intervention was reported.